Manufacturer narrative:
The customer stated that the repair was no longer necessary. No more details have been obtained. The patient cassette connects the fresh gas inlet and the volume reflector to the patient inspiratory/expiratory tubing. It consists of inspiratory/expiratory one-way valves, apl/peep valve and an expiratory flow transducer. The root cause to the reported issue has not been determined. H3 other text : 4119.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia system failed due to a defective patient cassette, there was no patient harm. Manufacturer's reference number: (B)(4).